Manufacturer narrative:
(B)(4).

Event description:
It was reported that a wire/needle/cannula was damaged or missing occurred. The product was evaluated. An external visual inspection was performed and major damage was found. External visual inspection failure was performed and found wire gooseneck. The allegation was not confirmed. Customer complaint is not confirmed, however, it was found that an applicator deployment issue occurred. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a wire/needle/cannula was damaged or missing occurred. The wearable was inserted into the arm on (B)(6) 2025. On the same day after insertion the patient experienced sensor failure and removed the sensor. Upon sensor pod removal, the patient alleged that the sensor wire broke from the sensor pod and a portion remained sticking out of the skin. The patient was at a routine doctor¿s appointment and had the insertion site checked. The physician performed minor surgery and made a small incision at the sensor insertion site and successfully removed the broken sensor wire from the skin and there was no further medical intervention. The patient felt fine. At the time of report the patient confirmed she did not have any pain or foreign body symptoms. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information was available.